Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the pa used the vasoview hemopro cutting tool on the lower leg. He subsequently moved to the upper thigh and began ligating branches. After the second branch he noticed the device would not deactivate and it continued to pass energy even though he was not activating the toggle switch. He quickly unplugged the cable from the back of the device. The procedure was continued with the use of another device without interruption. The hosp did not report any pt effects. The product is not returning. The lot number is unk.